Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the ventilator will not power on. The customer reported there was no patient involvement.

Manufacturer narrative:
Follow-up repair information: the field service engineer (fse) replaced the power management (pm) board to address the reported problem. After replacing the pm board the unit started to function properly.